Event description:
It was reported that the customer experienced resistance when attempting to fill the cartridge, and insulin began leaking from the septum. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.